Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the outer gasket tore and the trocars leaked gas (co2). A new product was pulled to complete the case. Rpo 2/5/99 rep verified dates and there was no consequence to the pt.